Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead integrity alert (lia) and had variable, high and undefined pacing impedance, non-sustained ventricular tachycardia episodes recorded, elevated sensing integrity counter (sic), noise and crosstalk. As well, a fracture was suspected. It was noted by the field representative that the patient underwent a previous device replacement and the lead may have been damaged during that replacement. It was further reported that during the revision procedure, the lead was able to be removed from the device without unscrewing the setscrew. The lead was tested and was then re-connected to the device. The lead and device remain in use.